Manufacturer narrative:
(B)(4). The prod is not available for investigation, so eval is not possible. Based on the event info and clinical eval by a therapy application MFR at maquet it was determined tht the incident was not attributed to the maquet device related malfunction. Based on the info available at this time the device operated within maquet cardiopulmonary spec. This data will be handles through a designated maquet trending process. If a trend occurs, it will be escalated to qual assurance mgmt for review and determination of further investigation is necessary. (B)(4).

Event description:
(B)(4).